Manufacturer narrative:
(B)(4). H6: mechanical (g04) - drill. Visual examination of the returned product identified signs of use as well as wear and tear. There is damage to the blades of the reamer. There is damage on the connecting feature of the reamer as well. There is galling on the shaft which negates visual confirmation of all etches on the device. There are knicks and scratches on the handle of the device as well. Dimensional analysis where measured was conforming. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a reamer was returned with a different complaint with no information available. Investigation of the reamer determined it was worn. Attempts have been made and no further event information is available at the time of this report.